Event description:
Capsular contracture right baker iii, left baker ii. Right breast distorted with implant superiorly, placed. Breast ptosis. Bilateral implants removed. Right outer lumen rupture. Left intact. Bilateral capsulectomies. Right moderately thickened without calcifications, without siliconomas. Left mild thickening of capsule. Without siliconomas , without calcifications, replaced with mentor gel breast implants. Textured.